Manufacturer narrative:
The manufacturers service engineer (fse) was able to duplicate the reported problem. The fse replaced the motor controller board and cpu board to address the reported problem. Failure analysis on the returned motor controller (mc) board and cpu board found that capacitor c187 on the mc board and c166 on the cpu board had both shorted, causing the 12 volt supply failure. Replacement of the shorted cap at c166 (10uf/20v/tan) corrected the problem with this cpu pcba. Replacement of the shorted cap c187 (22uf/25v/20%) corrected the problem with this motor controller (mc) board. No further information received from this customer. This complaint was initiated due to a malfunction of the device which poses a risk of patient harm; the unit had a +12v power delivery malfunction, which will cause the unit to shut down and emit an alarm. The fse was able to confirm the customer complaint that the unit would not function properly. To fix the issue, the fse replaced the cpu and motor controller (mc) boards. The cpu and mc boards were returned for failure investigation (fi) which determined capacitor c187 on the mc board and c166 on the cpu board had both shorted, causing the 12 volt supply failure. As the device alarmed as expected, the determination cannot be made that the device failed to meet specifications. The ventilator was in patient use when the malfunction occurred, there was reported harm to the patient. The device is used for treatment and there is a relationship of the device to an adverse event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. (B)(4).

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that there was patient harm reported.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that there was patient harm reported.